Manufacturer narrative:
One service replacement dyonics 25 pump was received. Complaint of smoke from pump could not be reproduced. Product passed functional testing with no faults or errors. Product passed functional testing during 2 hour burn-in on wet station utilizing low and high pressure and flow settings. Raw and zero transducer readings were normal and well within specs during all functional tests. At no time during functional testing did pump start to smoke and no burnt odor occurred. All functions perform as expected. Pressure readings were normal throughout burn-in on wet station. No problem found.

Event description:
It was reported that the dyonics 25 control unit was smoking. No injuries or complicatoins were reported as a result.